Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using the proglide device after an unspecified procedure. Reportedly, the "device fell apart". All pieces of the devices were recovered. No resistance was felt during the puncture, initial sheath insertion or when the proglide was inserted. Hemostasis was achieved using a second proglide device. The patient is reported to be doing fine. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. As the name of the physician was not provided by the hospital, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction - device was not returned. It was initially reported that the device would be returned for analysis; subsequently it is indicated that the device was discarded in the cath lab and is not returning for evaluation. Therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.